Event description:
It was reported that the patient had an initial hip procedure on unknown date and subsequently underwent a revision surgery due to fracture specify. Stem and head were explanted. Diligence is completed and no further information has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown ms30 stem item# unknown lot# unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.